Manufacturer narrative:
Additional information was added to h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors were leaking from between the blue winged cap and distal luer. The leak was observed during storage of the device; however, the devices were connected to the patient for therapy for 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.